Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's device was not working. The patient stated that she fell and fractured her t12. The patient noted that the amount of pee was a lot and was not sure whether there was damage. The patient mentioned a previous fracture up the spine and it was noticed on a CT scan that the ins was right there where the break was. It was reported that the patient could not go up because it caused more back problems and the patient could see the wires on the CT scan and it looked connected. The patient also noted that she ended up in the hospital for 4 days because she couldn't have a bowel movement. It was stated that the patient finished peeing and walked and still peed and was wearing king pads versus small ones. Trouble shooting attempts were made and the patient changed from program 4 to 1 and increased stimulation. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stating that therapy has not worked for her. The patient mentioned that device is not working properly and urinate a little bit more often.